Event description:
The surgeon attempted to implant a aq2017v silicone lens. The lens haptic broke off prior to insertion into the injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned prod showed that one lens haptic was torn off. Surgical residue/debris on prod. Complaints of this natrue are being investigated.